Event description:
During a tfn procedure, the helical blade coupling screw broke during insertion of the helical blade and became stuck in the helical blade inserter. Surgeon hammered on the device until he backed it out for enough to cut the coupling screw. Then he used vice grips to remove the rest of the coupling screw from the helical blade. The surgeon then used the extractor to completely remove the helical blade. Using another set, the surgeon was able to reinsert the blade and complete the procedure. The procedure lasted approximately 3 hours instead of the less than 1 hour it normally takes. This report is 1 of 2 for the same incident.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.